Event description:
It was reported the patient experienced ineffective stimulation (reference MFR report # 1627487-2015-03235). In turn, the patient stopped charging/using the device for significant amount of time. As a result, the scs ipg became inoperable. Surgical intervention will be taken at a later date to address the issue. Date of event is unknown.

Manufacturer narrative:
(B)(4). Recalls: 1627487-07262012-002-r, 1627487-12192011-003-r this ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified that the patient had their system explanted at an unknown time.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient and event information.